Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert and incomplete temp rate alert after delivering a bolus. Tandem technical support educated the customer that per the t:slim x2 basal iq user guide, if the user enters the bolus screen and the screen is not exited within 90 seconds, the alert will occur. Customer understood and acknowledged that the pump was performing as intended. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg.